Event description:
The facility reported an infusion pump with failure code 814:04. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of failure code 814:04 was confirmed. Inspection of the device found that the failure code 814:04 was caused by a faulty pump head module. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.